Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak on the stay safe connector from the blue pin during fill 1 of 4 of their pd treatment. The nurse reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid did not come in contact with cycler. Technical support assisted with bypassing to fill 1 and advised the nurse to reset up with new supplies. Upon follow up, the nurse confirmed the reported event but was not sure if blue pin was actually pulled or readjusted to cause the leak. The nurse stated the patient also encountered an unknown drain alarm in addition to the air detected in cassette alarm. The patient stopped treatment 3 times for unknown reasons before resetting up with new supplies and completing the treatment with the cycler. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse confirmed that the patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The nurse confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.